Event description:
Pt states that he opened a sealed box of freestyle lite strips but in the box the vial was label freestyle not freestyle lite. The lot number on the outer box showed 0925223 and exp date of 09/2011. The vial in the box labeled as freestyle strips showed different lot number of 0805331 and exp date of 02/2010. Pt has no records of receiving freestyle strips in past. All records show freestyle lite strips. Dose, frequency: use to test up to five times a day. Therapy dates: (B) (6) 2004 to present. Diagnosis for use: diabetes.